Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.

Manufacturer narrative:
Correction provided in h6.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Per the pdrn, the patient was constipated prior to the peritonitis diagnosis. It is likely that this could have caused or contributed to the peritonitis event. Constipation and its treatment may facilitate transmural migration of enteric organisms and increase peritonitis. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Correction provided in a1.

Event description:
On 03/aug/2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on 28/jul/2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.